Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6194509, medical device expiration date: 2018-01-31, device manufacture date: 2016-07-12. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta 1.0 mg experienced increased clotting. No report of injury or medical intervention. No report of blood exposure to mucous membrane.